Manufacturer narrative:
(B)(4). Received notification on (B)(4) 2015 that the manufacturer tecomet does not feel that this complaint warrants a submission under the current FDA guidelines, therefore will not be submitting an MDR. (B)(4) assessment of the event has determined that a medical device report should be filed for this occurrence and will do so on tecomet's behalf.

Event description:
While placing a screw into the pt's lumber area of the back during the procedure, the end of the screwdriver bit broke off into the screw that was placed in the pt. Surgeon was unable to obtain the broken piece. (B)(4) screw 3.0mm.

Manufacturer narrative:
The suspect device was returned to alphatec on 9/22/2015. Alphatec then shipped the instrument to the manufacturer (tecomet) on 9/25/2015 for evaluation. On 9/25/2015 tecomet (manufacturer) provided investigation ID# (B)(4) which determined root cause to be over-torque or off-axis loading of the device.